Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the glenosphere to metaglene at the bone to implant interface due to fall. Surgeon opened the shoulder and saw metalosis explanted the the +9mm spacer/38 +3 poly, 38 ecc head and discovered the central screw was broken and the metaglene was loose. Explanted 4 screws, all parts/broken parts retrieved and converted to a delta cta head. Doi: unknown, dor: (B)(6) 2018, right shoulder.